Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer stated that the alarm was not visible in the pump history. Customer declined to upload pump to t:connect. Customer's blood glucose was approximately 200 mg/dl. The alarm was cleared and insulin delivery was resumed.